Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The dialysis machine alarmed and the leak was visually observed. The blood leak was confirmed with test strips. Estimated blood loss was 200-250cc's. A new system was strung and the patient completed their treatment without further issue. There is no other known ill effect to the patient. There is no sample available for evaluation.